Event description:
The core console was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device would cause the handpiece to run on their own, without any trigger being pulled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The service technician analyzed the device and was able to duplicate failure, but could not determine root cause of failure. Chassis was replaced to address failure, device passed qip, and was returned to customer.

Event description:
The core console was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device would cause the handpiece to run on their own, without any trigger being pulled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.